Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up approximately 6 months post-op where a CT revealed a complete occlusion of the aorta. The physician elected to re-intervene by performing axillofemoral bypass, which successfully resolved the occlusion. He patient condition post secondary is reported as stable. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported occlusion was determined to be user related, due to the off-label use of the device as an aorto-uni-iliac device with a femoral-femoral bypass graft (intentional user error) in combination with pre-existing disease (chronic right common iliac occlusion) and current medical history of tobacco. No procedure-related contributing issues could be determined due to the lack of medical information surrounding the implant procedure. The patient was discharged home with anticoagulation therapy on the sixth post-operative day. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)